Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc solo was returned for evaluation. An initial visual observation showed use residue on the returned sample. A small, longitudinal split was observed in the catheter tubing, and evidence of kinking was observed at the location of the split. A microscopic observation revealed the edges of the split to be straight and the fracture surfaces were observed to flat and granular in texture. The split was observed to align with a linear impression in the surface of the catheter tubing. The observed evidence of kinking in the catheter tubing suggests the damage may have been caused by material fatigue; however, additional factors such as compressional and/or torsional forces may have also contributed to the observed damage. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported patient referred from triage helpline. On assessment by staff nurse no venous return, sluggish when PICC flushed. Chest x-ray and x-ray of humerus requested. This confirmed a knot in PICC in arm. PICC retracted by 1cm on re-aspiration to check patency leakage noted from exit site. Referred for removal and new PICC. Fracture noted at 9cm from zero. PICC line was inserted for delivery of chemotherapy. Cut length=49cm. External length=20cm. No recent CT scan.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation.

Event description:
It was reported patient referred from triage helpline. On assessment by staff nurse no venous return, sluggish when PICC flushed. Chest x-ray and x-ray of humerus requested. This confirmed a knot in PICC in arm. PICC retracted by 1cm on re-aspiration to check patency leakage noted from exit site. Referred for removal and new PICC. Fracture noted at 9cm from zero. PICC line was inserted for delivery of chemotherapy. Cut length=49cm. External length=20cm.